Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. The system performed as intended. Codes b01, c19 and d14 are applicable. A0902: applicable to to the screen going blank. A1102: applicable to the unknown error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that before the site began registration the system's screen went blank before showing an unknown error stating the system needed to be rebooted. The system was rebooted and they were able to continue with surgery. There was no delay, and no patient impact.

Manufacturer narrative:
H3) the software team reviewed the logs and observed there were 7 sessions. From the first session there was a stack pointing to the function. In this session the user had gone till registration task and got the issue. From the rest of the sessions there were no such errors. The system reboot was due to the occurrence of segmentation fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.